Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the power management (pm) board. After installation of the new pm pcba tests were conducted outlined in the verification procedure(s), the unit passed successfully. The removed pm pcba was disposed of as per local regulations.

Manufacturer narrative:
The customer reported there was no patient involvement at the time the issue was discovered.

Event description:
The customer called technical support (ts), reporting that the device turns on itself, needs power board replacement. The customer reported there was no patient involvement at the time the issue was discovered.